Event description:
The customer contacted beckman coulter inc. (Bec) reporting that the synchron systems gamma-glutamyl transferase (ggt) reagent was leaking from the bottom of the cartridge. The customer indicated that the cartridge was not well sealed. No injury or operator exposure was reported for this event.

Manufacturer narrative:
The customer was sent a replacement. (B)(4).